Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, intense pelvic pain") and deafness ("hearing loss") in a (B)(6) female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("bloating"), breath odour ("bad breath"), gastrointestinal disorder ("intestinal disorders"), ear disorder ("ent disorder"), nasal disorder ("ent disorder"), throat irritation ("ent disorder"), memory impairment ("memory disorder"), amnesia ("memory loss"), fatigue ("intense fatigue"), palpitations ("cardiac palpitations"), dyspepsia ("digestive disorders"), feeling abnormal ("feeling that head was being squeezed in a vice"), arthralgia ("joint pain"), disturbance in attention ("concentration disorder (need to be assisted for tasks requiring reflection)"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), acne ("pimple") and constipation ("important constipation"). On an unknown date, the patient experienced deafness (seriousness criterion medically significant) and dyspareunia ("impossible to have sexual intercourse pains"). At the time of the report, the pelvic pain, deafness, gastrointestinal disorder, memory impairment, amnesia, disturbance in attention, dyspareunia and constipation had not resolved and the abdominal distension, breath odour, ear disorder, nasal disorder, throat irritation, fatigue, palpitations, dyspepsia, feeling abnormal, arthralgia, dyspnoea, dizziness and acne outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, amnesia, arthralgia, breath odour, constipation, deafness, disturbance in attention, dizziness, dyspareunia, dyspepsia, dyspnoea, ear disorder, fatigue, feeling abnormal, gastrointestinal disorder, memory impairment, nasal disorder, palpitations, pelvic pain and throat irritation with essure. The reporter commented: consumer stated: impossible to have a sports activity further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1901015) on 29-jan-2019. The most recent information was received on 01-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, intense pelvic pain") and deafness ("hearing loss") in a 38-year-old female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("bloating"), breath odour ("bad breath"), gastrointestinal disorder ("intestinal disorders"), ear disorder ("ent disorder"), nasal disorder ("ent disorder"), pharyngeal disorder ("ent disorder"), memory impairment ("memory disorder"), amnesia ("memory loss"), fatigue ("intense fatigue"), palpitations ("cardiac palpitations"), dyspepsia ("digestive disorders"), headache ("feeling that head was being squeezed in a vice"), arthralgia ("joint pain"), disturbance in attention ("concentration disorder (need to be assisted for tasks requiring reflection)"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), acne ("pimple") and constipation ("important constipation"). On an unknown date, the patient experienced deafness (seriousness criterion medically significant) and dyspareunia ("impossible to have sexual intercourse pains"). At the time of the report, the pelvic pain, deafness, gastrointestinal disorder, memory impairment, amnesia, disturbance in attention, dyspareunia and constipation had not resolved and the abdominal distension, breath odour, ear disorder, nasal disorder, pharyngeal disorder, fatigue, palpitations, dyspepsia, headache, arthralgia, dyspnoea, dizziness and acne outcome was unknown. The reporter provided no causality assessment for abdominal distension, acne, amnesia, arthralgia, breath odour, constipation, deafness, disturbance in attention, dizziness, dyspareunia, dyspepsia, dyspnoea, ear disorder, fatigue, gastrointestinal disorder, headache, memory impairment, nasal disorder, palpitations, pelvic pain and pharyngeal disorder with essure. The reporter commented: consumer stated: impossible to have a sports activity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.